Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and red skin irritation on her chest. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported that she may have had an allergic reaction to one of the medications that she was taking. The patient's physician adjusted the medications. The patient reported that the skin irritation improved with the use of unscented lotion. It's unclear if the skin irritation was related to lifevest or the patient's medications. Reporting out of the abundance of caution.